Event description:
Based upon additional information received on (B)(4) 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical event was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had had pain and swelling; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date, after unknown latency, the patient had pain and swelling after their knee injections. Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction additional information was received on (B)(4) 2017 (both the information was processed together with clock start date of (B)(4) 2017). The serious event of device malfunction with the seriousness criterion of ime was added and the case was upgraded to serious. The ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(4) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced swelling and pain. The treatment dates and event onset dates are unknown; therefore a temporal relationship cannot be established. However, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.